Event description:
It was reported that the pt's device was removed for severe abdominal pain and the pt ended up having a gastrectomy. Additional information has been requested and will be made as follow up as it becomes available

Manufacturer narrative:
(B)(4).